Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm with the left and right common iliac artery aneurysms using gore® excluder® aaa endoprostheses, gore® excluder® conformable aaa endoprosthesis, and gore® excluder® iliac branch endoprosthesis (ibe). Ibe was implanted on the right side of the patient. On the left side, the contralateral leg endoprosthesis was implanted to the left external iliac artery. Reportedly that the distal landing zone of the left external iliac artery was approximately 3 cm after the device deployment. At the time of final angiography, migration of less than 1 cm was observed on the left distal side of the device, but there was no distal type I endoleak. On (B)(6) 2024, postoperative CT examination confirmed that the contralateral leg endoprosthesis of the left distal side had migrated proximally. This time the length of migration was less than 1 cm (migration about 2 cm compared to the time of deployment). A distal type I endoleak was also observed. On (B)(6) 2024, a reintervention was performed, and an additional stent graft was implanted into the left distal side. The patient tolerated the procedure. The physician's comment: considering vessel short cut, an egoist fitto guide wire was used to place the device along the vessel wall. However, as the postoperative course progressed, the vessel returned to its original shape, and it was thought to cause the device migration.